Event description:
It was reported to tyco healthcare/kendall on 06/08/2006 that alledgedly during a c section operation, the string on the lap sponges broke. The sponge and string were completely removed from the wound.

Manufacturer narrative:
The customer reports that a sample will be returned for evaluation. An investigation is currently underway, upon completion the results will be forwarded.